Manufacturer narrative:
One device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and one exception document was found. Corrective actions are in process.

Manufacturer narrative:
The device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleged that the radiopaque band on the sheath detached while removing the sheath during a standard left arterio-venous fistulagram/angioplasty procedure. The band had detached just outside the patient's fistula and was identified using fluoro to be sitting subdermal at the access site of the sheath. The physician's assistant was able to use a pair of hemostats to successfully retrieved the radiopaque marker band from the patient without injury.